Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited mirror image oversensing with some noise. It was noted that the ra lead exhibited far field r-wave (ffrw) oversensing. The ra lead was suspected to be dislodged and capture was not able to be confirmed. The ra lead was reprogrammed and remains in use. The rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.